Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On(B)(6) 2023, it was reported by a distributor via sems that (2) ar-1204as-100 flipcutter¿ ii tips broke off. This occurred during a revision acl surgery, when retro drilling, the tips of 2 of the flipcutters broke off. The femoral tunnel was in a new location compared to the original femoral tunnel. The sockets were eventually successfully drilled with the 3rd flipcutter. There was no additional information provided, additional information has been requested.